Event description:
Complainant alleged that while attempting to treat a pt in cardiac arrest, (age & gender unk) the device failed to power on. Complainant indicated that the user switched the battery to "several" known good batteries and the device failed to power on. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.